Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check the autopulse platform's (s/n (B)(4) lcd screen backlight would intermittently go on and off. According to the customer the autopulse had no problems upon starting up the device. However on occasion the lcd backlight would not go on. The customer would then "flick" the screen and it would illuminate. This may occur more than once during use, the customer would restart the autopulse to clear the issue. No patient involved with this event. No additional information provided.